Manufacturer narrative:
A technoland inc. Technician arrived onsite to inspect the unit and found that the door gasket and door seal required replacement. The unit has been removed from service pending repairs. A follow-up MDR will be submitted when additional information becomes available.

Event description:
A steris dealer in (B)(4) (technoland inc.) Reported water was leaking from their century sterilizer onto the floor. No report of injury.

Manufacturer narrative:
The technician replaced the door gasket and door seal, tested the unit, confirmed it to be operating according to specification and returned it to service. No additional issues have been reported.